Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump fell and now the screen is cracked and clip is broke. Customer's blood glucose was 115 mg/dl. The customer said that he can't read the pump screen and pump is not functioning as designed. Customer was advised to discontinue use of the device and revert to a back up plan. The customer wa advised that the device will be replaced.

Manufacturer narrative:
The insulin pump had minor scratches on the display window, a cracked reservoir tube lip and cracked belt clip slot. No crack was noted on the screen.